Event description:
A patient reported, "right breast capsular contracture", baker grade iii/IV, ¿evidence of the leaked silicone and silicone granuloma¿, and ¿ruptured implants¿. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade iii/IV" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV, granuloma, and device rupture.

Event description:
A patient reported, "right breast capsular contracture", "trauma it causes", baker grade iii/IV, ¿evidence of the leaked silicone and silicone granuloma¿, and ¿ruptured implants¿. The patient's physician later clarified that the right implant was intact. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.